Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Investigation summary ==> the product returned revealed that it was received, one needle-suture piece and one detached needle that pertain to the product code ep8706h. In order to evaluate the conditions of the returned sample, no needle pull was observed. The swage and attachment area was noted to be as expected. The suture piece was observed with the extreme cut. After further evaluation crimping marks were observed on the surface suture possibly caused by a surgical instrument. As per the returned conditions of the sample, no functional test was performed. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. During the investigation of the detached needle, the swage and attachment area was not as expected, since the stake hit was on the edge of the swage area of the needles. This caused the suture to be detached from the needles. Based on the information currently available, an incorrect swage issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional investigation summary ==> the returned sample revealed that it was received, two needle-suture pieces outside its packaging that pertained to product code ep8706h.the product code is double-armed. In order to evaluate the conditions of the returned sample, no needle pull was observed. The swage and attachment area was noted to be as expected. The suture pieces were observed with the extremes cut. After further evaluation crimping marks were observed on the surface suture possibly caused by a surgical instrument. As per the returned conditions of the sample, no functional test was performed. The condition of the sample received indicates improper handling of the device. Additional investigation summary ==> the product was returned for further analysis. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received, three opened samples that pertains to product code ep8706h. In order to evaluate the conditions of the returned samples, the swage, and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/16/2023. H6 component code: g07002 pending evaluation of returned device. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: tebcmc is the correct lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Tedcmc is an invalid lot number. Can you please verify the correct lot #?

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2023 and suture was used. The needle popped off very easily. Got a new one to complete the procedure. No patient consequences were reported. Additional information was requested.